Event description:
Reporter states the person was stuck with a lancet sticking out of the endcap of the device, before attempting to fire the device during the investigation of the device. Reporter states that a tetanus shot was administered to that person.